Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The customer report of broke clamp end has not been confirmed as the device was not returned. Request for additional information was emailed to the customer and there was an unsuccessful attempt to reach the customer via phone. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported, during a diagnostic procedure, the clamp end was broken on the maj-1500 connecting tube and needed to be replaced. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the following fields have new information: d8, h6, h10. The device history records for this device could not be reviewed because the serial number was not provided. Olympus only ships products manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to force on the connector tube by the user.